Event description:
Additional information received reported that the event logs showed a motor stall and a motor stall recovery on (B)(6) 2012. The patient had a spinal cord stimulator implanted a week prior to (B)(6) 2012. The patient was seen by the health care professional on (B)(6) 2012 for wound check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced withdrawal with the symptoms of nausea and vomiting. Patient was admitted to hospital. A "pump memory failure, stopped for 45 hours" was noted upon interrogation; the pump was alarming and had been stopped for 45 hours. The pump was reprogrammed back to simple continuous; drugs delivered were bupivacaine 360 mcg/ml, clonidine 180 mcg/ml and fentanyl 40 mg/ml at a daily dose of 228.2 mcg/day, 114.13 mcg/day, 25.3 mg/day respectively. It was added that 45 hrs. Ago on (B)(6) 2012 the healthcare provider (hcp) had updated the pump without difficulty. She had then showed another staff person how to update again but believed she had not completed the update. Hcp had completed logs for the initial update but the second update only showed three entries with the last entry being "pump stopped due to stopped command". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, lot# j10962r25, implanted: 2002 (B)(6), explanted. (B)(4).